Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed the distal occlusion test (result = 3. 86, 3. 28, 3. 80)" was not reproduced. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during testing in the biomedical service department.there was no patient involvement. No additional information is available.